Event description:
It was reported that inappropriate high voltage therapy was observed via merlin.net. Noise and low out of range pacing lead impedance were observed. The lead was explanted and replaced without complications.

Manufacturer narrative:
A partial lead was returned in two pieces. Internal insulation abrasion was noted under the rv shock coil at 5.5cm to 5.8cm from the distal tip. The etfe coating was intact at this location. The reason for the return could not be confirmed.